Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen on the insulin on board screen. Troubleshooting with tandem technical support was performed and touchscreen remained frozen. Customer's blood glcuose level was not impacted. Reportedly, customer has back up insulin pens for insulin therapy.